Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was above 495 mg/dl. Customer experienced symptoms such as headache, nausea and weakness. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did alleging insulin pump for under delivery. The customer stated that they did not receiving insulin from the insulin pump. The customer was performing displacement test and high-pressure test and test was passed. The insulin pump will not be returned for analysis.